Event description:
It was reported that a patient experienced difficulty breathing and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. Two weeks prior to death, the patient was hospitalized for ¿trouble breathing¿. It was reported that during hospitalization, the patient¿s pd solution was adjusted to 2.5%, once a day at night, to try and remove more water from the patient. It was also reported that the patient was on ¿oxygen the last two days because he was not strong enough to get oxygen to brain and was getting confused." Dianeal therapy was on-going up until the time of death; however, it was unknown if the patient was connected to the homechoice (hc) at the time of death. The patient passed away while in the hospital. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. Visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device passed all check and calibration tests successfully. A device history review and service history review revealed no issues during manufacture or previous servicing that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.